Manufacturer narrative:
Patient age at time of event: 18 years of age or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00082. It was reported the stent was partially deployed. A contralateral approach in the right femoral artery was used to gain access to the 100% stenosed, 6mm x 26mm, moderately tortuous, non calcified left superficial femoral artery (sfa). A 6french non bsc guide sheath and a .014 non bsc guidewire were placed in the lesion. Intravascular ultrasound (ivus) was performed with a non bsc device. After dilatation was performed with a 3x10 non bsc catheter the physician was implanting a 7 x 180 x 130 innova in the peripheral part of the sfa. It was noted it seems the shaft got stuck during the remaining 3cm of stent deployment and the pull grip was not working. When tried to pull the pullgrip by inserting it forcibly, the stent was able to be fully deployed. A second innova stent was advanced to the target lesion to be implanted. During deployment it got stuck on the outer sheath and was unable to be deployed. Two more innova stents (7x150x130, 7x120x130) were then implanted. Post dilatation was performed with a non bsc 5x150 balloon catheter. No patient complications were reported.